Event description:
Needle broke off in the patient's abdomen (medical device complication. This spontaneous report received from a consumer reported as "needle off in the abdomen", concerns a man using novofine (30g) (needle) due to diabetes mellitus type 2. On 04-feb-2006 the patient made an injection in his abdomen and during retraction the needle broke off. At the emergency room the paient had an x-ray and a computerized tomogram (CT scan) performed, but the broken needle could not be visualized. The patient the patient was discharted on the same day. The patient had re-used the needle from the injection he made in the same morning. The patient has not yet recovered.